Event description:
It was reported that the crew set up the ventilator for transport and it stopped ventilating the (rsv intubated) patient. The patient had no chest rise and no wave form was present. The crew turned the ventilator off and reprogrammed it but it would stop giving breaths again. They did not want to put the ventilator on peds mode because the tidal volume only went down to 120 and the patient already had a pneumo.